Event description:
A customer reported an unexpected negative reaction on 2_cell screen and capture-r ready ID (crrid) assay on the galileo. Customer did not retest the sample on the instrument.

Manufacturer narrative:
Review of customer's instrument images confirmed the unexpected negative reactions. The reactivity of the c antigen was confirmed on retention capture-r ready-screen (crrs) I and ii, lot x292, and crrid, lot id117 with anti-c. These were the same lots used by the customer. The reactivity of the c antigen was confirmed on returned crrs (I and ii) and crrid with anti-c. Manual testing was performed with customer's patient sample (4+ hemolysis) with returned and retention crrs (I and ii) and retention crrid. Sample was nonreactive with all c+ cells. Hemagglutination tube testing performed with customer's patient sample using c+c+, c+c-, and c- cells from retention panocell-10. Testing was performed at all temperatures. Sample exhibited very weak (w+) reactivity with c+ cells at iat only and was nonreactive with c- cell in all testing. The event appears to be related to the nature of the sample.